Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Installed a replacement ring. The sys found to function as intended and placed back into service.

Event description:
It was reported that the image tube ring that covers the dome of the image tube on the 9800 system came off. There was no report of pt injury.